Manufacturer narrative:
Follow-up 1: investigation outcome according to the logfile analysis panel connection lost alarm recorded along with ventilation connection lost. 2025 (B)(6) 10:47:48 ventilator unit connection lost alarms 5024, 2025 (B)(6) 10:47:44 panel connection lost alarms 4010, 2025 (B)(6) 10:47:12 tf : 1617 tech fault 1617, 2025 (B)(6) 10:47:12 tf : 2453 tech fault 2453, 2025 (B)(6) 10:47:12 tf : 2438 tech fault 2438, 2025 (B)(6) 10:47:08 audio paused off special 517, 2025 (B)(6) 10:47:08 ventilator unit connection lost alarms 5024, 2025 (B)(6) 10:47:03 audio paused on special 516, 2025 (B)(6) 10:47:02 tf: 2453 tech fault 2453, 2025 (B)(6) 10:47:02 panel connection lost alarms 4010, 2025 (B)(6) 10:47:02 tf: 2438 tech fault 2438, 2025 (B)(6) 10:46:31 ventilator unit connection lost alarms 5024, 2025 (B)(6) 10:47:04 panel connection lost alarms 4010, 2025 (B)(6) 10:46:22 panel connection lost alarms 4010, 2025 (B)(6) 09:57:14 high frequency alarms 4004, 2025 (B)(6) 09:57:14 low minute volume alarms 5006, 2025 (B)(6) 09:57:12 loss of peep alarms 4001. Despite multiple follow-ups and reminders, no response was received from the customer to support further investigation or corrective measures. Due to lack of additional information and customer feedback, hamilton medical ag considers this case closed.

Event description:
Hamilton medical ag received the following event description: during ventilation of a patient, the device alarmed with panel connection lost. The ventilator was exchanged. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.